Event description:
The initial reporter stated they received a discrepant result for one patient tested with a coaguchek vantus meter with serial number (B)(4). (B)(6).

Manufacturer narrative:
The customer's meter and test strips were requested for investigation, and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation = patient/consumer.